Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to verify or duplicate the reported issue. The batter pins were replaced for cosmetic reasons. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself twice during a patient event. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported.